Manufacturer narrative:
The device was returned due safety advisory without identified the malfunction. The device was received with normal telemetry and normal output. Analysis performed did not find any anomalies. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
It was reported that the pacemaker was explanted and replaced due to an unspecified device problem. No further information was reported.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers' header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and replaced. There were no adverse events to the patient.